Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material in the auxiliary water channel and adhesion of foreign matter on the bending section cover glue - however, the foreign material was unable to be further specified. Moreover, no physical damage was noted on the location where the foreign material remained. It was noted that the right/left angulation control know of the subject device had leakage - therefore, it was presumed that the foreign material remained because the user could not complete reprocessing due to leakage from the device. However, it was not possible to further specify cause of the material remained from the information obtained. The user can detect and prevent the suggested events by handling the device in accordance with the following instructions for use (IFU): detection method is described in IFU: gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection. Preventive measure is described in IFU: gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had distal end defects. Inspection and testing of the returned device found the auxiliary jet channel (j-tube) and adhesive on bending section cover (a-rubber) had foreign objects due to incorrect reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the auxiliary jet channel (j-tube) and adhesive on bending section cover (a-rubber) had foreign objects due to incorrect reprocessing. Additionally, the following observations were made: water tightness was lost due to deformation of right/left knob and deformation of up/down knob. The flexibility adjustment ring, switch box and objective lens were scratched. Discoloration was observed on the air/water (aw) cylinder, suction (s) cylinder, scope connecter (sc) cover sc case unit. Buckling was observed on the connecting tube and universal cord. The indication on grip was unclear. The insulation resistance value at distal end does not meet the standard value due to a pinhole on a-rubber. The illumination was poo due to breakage of light guide (lg) bundle. The lg lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.